Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that she ran control tests on her contour next one meter and obtained readings of 151 mg/dl at 8:33 p.m. And 161 mg/dl at 8:39 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. The test strips and control solution involved in the event occurrence expired in (B)(6) 2021 respectively, therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.